Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that animas customer support (cs) request following up with the patient as the patient was in a motor vehicle accident (mva) and the patient¿s blood glucose (bg) was in the 500¿s mg/dl at the time of the accident. The patient was hospitalized and taken off the pump. The patient wishes to start the pump but is concerned if pump is working properly since the mva. The reporter was uncertain if the pump took impact during the accident. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis o/n 01/29/2014 with the following findings: the last basal delivery was on (B)(6) 2013. The last bolus was recorded on (B)(6) 2013. Pump was not in use between (B)(6) 2013 and (B)(6) 2013. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.